Event description:
The reporter stated the surgeon attempted to insert a competitor's lens and the haptic was torn using the indigo-p injector. There was patient contact, but no injury. Another same type lens was implanted. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.